Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the heat shrink is peeling away on the shaft. Although there was patient involvment, there was no adverse consequence.

Manufacturer narrative:
(B)(4). Alleged failure: 10 minutes into the procedure the surgeon noticed the shaft of the instrument started to "de-laminate" the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the unit could have been scrapped with another hard object or device during surgery, or when inserting or removing the probe into an obstructed passageway, which could cause the insulation damage. The unit used as a tool for mechanical displacement of tissue. The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence.

Event description:
It was reported that the heat shrink is peeling away on the shaft. Although there was patient involvment, there was no adverse consequence.